Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis and a failed pancreas transplant. The customer states they wish to speak to a rep about receiving a new pump and a continuous glucose monitoring system. The customer reported going into diabetic ketoacidosis in december, and they were informed that the insulin was not getting through the quickset. The customer states they have too much scarred tissue on their abdomen, so they mentioned insertion of the sensor in the arms. Troubleshoot was not able to be completed due to customer hanging up.